Manufacturer narrative:
D9: the date of the device evaluation is unknown. E1, e3, e4: the initial reporter and occupation is unknown. The device was returned for evaluation. The cause of the rpb malfunction was a defective impellatronic board. The cause of the defective impellatronic board is unknown. The cause of the controller error yellow alarm was unable to be determined because the issue was unable to be reproduced.

Event description:
The complainant reported that during preventative maintenance the automated impella controller (aic) exhibited a controller error. The error showed for a few seconds then disappeared followed by a system forced reboot, when the console powered and booted back up as normal, attempts where then made to go through the console menu without success. No patient involvement.